Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the reported operative complication experienced by the patient. The csr has contacted the surgeon to obtain additional information regarding the reported event. However, according to the csr, the surgeon was unwilling to discuss the case or provide any new information regarding the reported event. If additional information is received a follow-up MDR will be submitted to the FDA. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during an unspecified surgical procedure, a patient allegedly sustained a bowel injury of unknown severity during insertion of an unidentified trocar. However, at this time, the root cause of the operative complication is unknown. It is also unknown if a da vinci device even caused or contributed to the alleged injury.

Event description:
It was reported that during insertion of an unspecified trocar, the patient sustained a bowel injury. The initial reporter, an intuitive surgical, inc. (Isi) clinical sales representative (csr) indicated that he was not sure what type of surgical procedure was planned or performed. He indicated that he was not even sure if the reported event involved a da vinci product or da vinci-assisted surgical procedure. There was no allegation that a malfunction of the trocar or a da vinci system, instrument, or accessory occurred. On (B)(6) 2018, the csr provided the following additional information regarding the reported event: the csr indicated that he overhead the reported event from a group of nurses who mentioned the patient injury while in a break room. The csr indicated that one of the nurses mentioned that the patient sustained a bowel injury during an attempt to access the abdomen. The csr did not know how the bowel injury occurred, how the attempt was made to access the abdomen, or even if a da vinci product caused/contributed to the reported injury. The csr stated that he did not even know if the da vinci surgical system was even involved with the reported event. The following information is unknown: the date the surgical procedure was performed, what type of surgical procedure was being performed, how the bowel injury occurred, the severity of the bowel injury, and if any medical intervention was administered due to the bowel injury.